Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure in the left eye, the patient experienced extreme disappointment with the iol due to increasing blurry vision at all distances, shadows, random flashes at the left corner of the eye, and problems with night driving. The patient noted that the shadows are created by the ring structure of the iol and after about six weeks of prep, surgery, and care, the patient is left with poorer vision than before the surgery. To get relief and better vision, the patient has discussed options with their ophthalmologist and has a second procedure scheduled to have a basic lens implanted. Additional information has been requested.